Manufacturer narrative:
The investigation into the saturated flow issue has been completed since the original report was submitted. The device was not returned for investigation. Clinical details noted that lv thrombus was present and when pump was removed, clot was observed in motor housing. The root cause of the saturated flow was most likely due to the ingested biomaterial in the motor housing.

Event description:
The us complainant had impella 5.5 pump placed to support 68-year-old male patient admitted in cardiogenic shock (cgs). The device was able to be delivered but experienced immediate alarms for motor current and saturated flows. The pump was therefore explanted. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.